Event description:
It was reported that the device and rv lead exhibited high pacing thresholds. The physician elected to explant and replace the device and the rv lead. During the procedure, the atrial lead was dislodged and had a bent connector pin. As such, the physician decided to explant the atrial lead along with the rv lead and the device. There were no adverse events and the patient was stable.

Manufacturer narrative:
The reported event of inadequate capture could not be confirmed. The device was tested on the bench and no anomalies were found. Analysis was normal.